Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, a small amount of pericardial effusion was identified when staining was observed on fluoroscopy near the end of the procedure. The case was completed with cryo. An echocardiogram confirmed the presence of the effusion. Cardiac tamponade was diagnosed, and a chest drain was inserted as a procedural intervention. The patient remained conscious throughout and did not require chest compressions. The patient was stabilized and transferred to a bed in the critical care unit for monitoring, resulting in an extended hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the achieve mapping catheter with unknown lot was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter was intact with no apparent issues. The mapping catheter was intact with no apparent issues. No kinks were observed along with the shaft, pebax or tip/loop section of the mapping catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the ECG electrodes 1 and 8 to pin 1 and 8 was an open circuit. Due to this, the user may experience signal noise/lack of signal issue. The rest of the channels are normal. The insertion compatibility inspection was performed with the test catheter and the returned mapping catheter. No anomalies were identified. As received the mapping catheter was inserted and retracted into the balloon test catheter without any issue. The mapping catheter was intact with no apparent issues. No kinks were observed along with the shaft, pebax or tip/loop section of the achieve mapping catheter. Dissection of the suspected electrode related to the noise revealed the electrode wire(s) were broken from the welding at electrode(s) 1 and 8. In conclusion, the returned mapping catheter failed the returned product inspection due to a detached electrode wire at the weld. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.